Manufacturer narrative:
Philips service adjusted the oil pump and identified that the cooling unit requires further checks. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an error in x-ray generation occurred due to a cooling unit issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.